Manufacturer narrative:
All testing and analysis completed on this system for this issue was captured under regulatory report # 3004785967-2019-00338. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there were two instances of early termination of imaging. The first early termination of imaging occurred when the image acquisition stopped at the beginning of the spin. It was noted that a loud thud could be heard. The second early termination of imaging occurred in the middle of the exam, and then 3d mode unexpectedly turned to 2d mode. It was noted that this imaging system is a research system; there was no patient or surgeon involvement with this event.